Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/20/2024, that on 09/20/2024, the patient experienced a skin reaction. The sensor was inserted into the back of upper arm on (B)(6) 2024. Date of event is an approximation. The reaction started at the puncture site and was present under the over patch sensor adhesive. On 09/26/2024, she decided to remove the biosensor. On (B)(6) 2024 the area was the size of a golf ball, so she went to the emergency room. Although no testing occurred, the healthcare provider determined she had cellulitis and prescribed clindamycin (300 mg capsule every 6 hours for 10 days). After treatment on (B)(6) 2024 the area had decreased to the size of a marble, the infection was resolved, and she felt much better. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.